Manufacturer narrative:
The event occurred in austria while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of 350 mg/dl, and when he checked the infusion set, he noticed the needle had broken off under his skin. The needle is still in his body and cannot be seen. No medical intervention was reported. The alleged product was requested for evaluation.